Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod delivered 0 pulses and was in pod state 14. No issues were found that would result in a needle mechanism failure as the pod did not pair with a pdm and begin priming after it had been filled and activated. No damages or defects were observed that would result in a needle mechanism failure.

Event description:
It was reported that the pod's needle deployed before the activation process could begin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.